Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, dexcom was notified of the death of a dexcom g6 continuous glucose monitoring system user. The patient¿s spouse reported the patient passed away on (B)(6)2021. The patient¿s continuous glucose monitor had a sensor failure during the night while the patient was asleep. The patient's spouse, who was a follower, did not have a cgm value on her phone and went to check the patient before calling 911. She noted the patient¿s phone did not display a value; however, when she checked the patient¿s tandem insulin pump it displayed sensor failed. The event occurred five days after the sensor had been inserted into the abdomen. The patient's spouse stated the patient had experienced several sensor failures prior to the event. Investigation of the patient¿s data shows that on (B)(6) 2021, the patient¿s estimated glucose values (egvs) reached the high threshold of 180 mg/dl with an egv of 180 mg/dl at 12:27 am. The patient received the high glucose alert with 0% volume at 12:27 am, 50% volume at 12:32 am, and 100% volume every five minutes from 12:37 am to 01:07 am. The high alert was not acknowledged, but the patient¿s egvs returned to in-range with an egv of 179 mg/dl at 01:12 am. The patient¿s egvs reached the low threshold of 70 mg/dl with an egv of 70 mg/dl at 11:22 am. The patient received the low glucose alert with 0% volume at 11:22 am. The system detected that the patient¿s egvs were predicted to fall to 55 mg/dl in less than 20 minutes at 11:27 am. The urgent low soon alert was received at 0% volume at 11:27 am, 50% volume at 11:32 am, and 100% volume at 11:37 am and 11:42 am. The urgent low soon alert was not acknowledged, but the patient¿s egvs returned to in-range with an egv of 74 mg/dl at 11:47 am. The patient¿s egvs reached the high threshold of 180 mg/dl with an egv of 180 mg/dl at 02:47 pm. The patient received the high glucose alert with 0% volume at 02:47 pm, 50% volume at 02:52 pm, and 100% volume 02:57 pm to 03:22 pm. The high alert was acknowledged at 03:26 pm. After the high alert was acknowledged, the patient¿s egvs remained above the high threshold from 03:27 pm to 04:27 pm, but another high alert was not received during that time since the patient did not have the snooze feature enabled. The patient¿s egvs reached the high threshold of 180 mg/dl with an egv of 180 mg/dl at 05:57 pm. The patient received the high glucose alert with 0% volume at 05:57 pm, 50% volume at 06:02 pm, and 100% volume every five minutes from 06:07 pm to 07:37 pm. The patient received a high alert through the mobile device¿s ear speaker (indicating the phone was held to the ear, as during a phone call) at 50% volume every five minutes from 07:42 pm to 07:52 pm. The high alert was acknowledged at 07:53 pm. The patient¿s egvs remained above the high threshold from 07:57 pm to 10:22 pm, and since the patient didn¿t have the snooze feature enabled, another high alert was not received during that time. On (B)(6) 2021, the patient experienced temporary sensor failure from 12:22 am to 01:52 am, but an alert was not received, as the patient had previously disabled this alert. At 01:57 am the sensor failed due to low counts aberration. The patient received a sensor failed alert at 0% volume at 01:57 am, 50% volume at 02:02 am, and 100% volume every five minutes from 02:07 am to 08:07 am. The sensor failed alert was acknowledged at 08:07 am. The device alerts performed within specifications and patient settings. Per dexcom correspondence with tandem, there is no tandem pump data for the date of death. No additional patient or event information is available.